Event description:
Device malfunction: none. Symptoms/ae: hypotension, bradycardia. Time of symptoms/ae: during and post procedure. It was reported that the patient experienced hypotension and bradycardia during post dilatation lasting greater than 48 hours that was treated with neosynephrine. Phenylephrine, atropine, and midodrine. The patient was discharged to home in 2009 and remained on midodrine. Though requested, no additional information was provided.

Manufacturer narrative:
No rx acculink device malfunction was reported. Bradycardia and hypotension are anticipated adverse events associated with the use of carotid stents as listed in the rx acculink instructions for use. Review of the device lot history record did not reveal any related nonconforming material records which could have contributed to this event.